Event description:
A malfunction was reported, specifically a malfunction code 16, which could not be reset. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump and provided instructions for the customer to switch to manual daily injections as a backup therapy. The pump was confirmed to be under warranty. The customer was guided on storing and returning the faulty pump using a pre-paid label, with the instructions understood and acknowledged.